Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Implant date reported as unknown day in (B)(6) of 2008. Placeholder.

Event description:
Patient suffered from a midshaft humeral fracture and was implanted with plate and screw construct, at a different facility, on an unknown day in (B)(6) of 2008. On an unknown date, post-operative x-rays showed a non-union. Patient was returned to the operating room on (B)(6) 2013, for removal of hardware. Patient was revised with two plates, autogeneous iliac crest bone graft, and lag screw compression. This is 2 of 7 reports for this event.